Manufacturer narrative:
One nt 2000 ix neurotherm rf generator, model # rfg-nt-2000-240, serial #: (B)(6), was received. No visual anomalies were detected in this visual inspection. Ac power was applied to the rf generator and the system was powered on successfully. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, the probe in port two would not heat to temperature and the case was cancelled. The temperature stayed at 36 degrees celsius. Dual mode treatment was being conducted at the time in ports 1 and 2, and when changed to ports 3 and 4, the same issue occurred. The electrodes and adapters were exchanged, but the issue remained and the procedure was cancelled. The generator was noted to make a high pitch sound and an electrical burning smell was noted, however, there was no smoke or fire noted. There were no adverse consequences to the patient.